Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive. Customer was attempting to input her carbohydrates when trying to bolus and the up button was getting suck, numbers kept scrolling. Customer stated she changed the battery after it said low battery and then it alerted low reservoir and she was unable to clear the alert. Customer stated the device had the same issue a few days prior but she was able to fix the issue. Customer didn't recall her blood glucose level and reported that she sometimes dropped the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.